Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture. In addition, the lead was sensing the atrium. Initially the lead was programmed off and the patient was sent back to their implanting physician for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen by their implanting physician. The decision was made to not do a lead revision at this time as the due to the patient's good ejection fraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen by their implanting physician. The decision was made to not do a lead revision at this time due to the patient's good ejection fraction.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.